Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4): it was reported that a patient presented with an epidural hematoma, following the surgical treatment of cervical spondylosis. The patient was apart of a study in which his healing process was monitored for a number of weeks following the original procedure. The patient was placed on pain medication and advised to stop taking nsaids including ibuprofen. Eventually, the patient recovered with no residual effects on (B)(6) 2018. It was reported within the study that the epidural hematoma was probably related to the surgical procedure and not the plate or spacer.